Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx2¿.

Event description:
It was reported that during an initial procedure to treat an abdominal aortic aneurysm (aaa) the physician was implanting a bifurcated stent graft and limb extension and identified an intraoperative type ia or iiib endoleak. Reportedly, the final angiogram still showed an endoleak, but physician elected not to perform additional procedure as he determined that it would resolve on its own. The patient was reported as doing well post intervention.

Manufacturer narrative:
Corrections: has been changed from death to serious injury. The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx2¿.

Event description:
It was reported that during an initial procedure to treat an abdominal aortic aneurysm (aaa) the physician was implanting a bifurcated stent graft and limb extension and identified an intraoperative type ia or iiib endoleak. Reportedly, the final angiogram still showed an endoleak, but physician elected not to perform additional procedure as he determined that it would resolve on its own. The patient was reported as doing well post intervention. Subsequent to the initial report, clinical assessment determined that during initial procedure two (2) viabhan stents (non- endologix) were implanted in the right iliac artery which is off label concomitant use with products outside the IFU. The reported intraoperative type 1a or 3b endoleak was confirmed to be an intraoperative type 3b endoleak of the bifurcated stent graft.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported indeterminate endoleak is identified as an intraoperative type iiib endoleak of the afx2 bifurcated stent graft confirmed from the movie clip. The contributing factors for the reported intra operative type iiib endoleak of the afx2 bifurcated stent graft is indeterminate due to a lack of the relevant medical information; however, the implant of viabhan stents (non- endologix) is off label concomitant use with products outside the IFU might contribute to the event. Procedure related harms for this event could not be determined. The final patient status was not reported. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem - updated h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.